Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected audio or beeping alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, stained end cap sticker, and scratched reservoir tube window.

Event description:
It was reported the customer's insulin pump was beeping every hour. The customer's insulin pump will be returned for analysis. Customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.